Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021 . On (B)(6) 2021, while removing the sensor, the sensor wire apparently broke and part of the wire was under the skin and sticking out. The patient was taken to the emergency room (ER). The doctor removed the wire surgically under local anesthesia and some tissue came out with it. There was no report of any imaging procedures having been done. No product was provided for evaluation. The allegation was confirmed based on the successful removal of the sensor wire through surgical intervention. The probable cause could not be determined. No additional patient or event information is available.